Manufacturer narrative:
Contact with risk management discovered that the facility issues a medwatch form for any problem identified (validated nor not) during use. Review of their complaint with their bio-medical engineering department, found that he could not find anything wrong with the device nor could he validate the complaint. The table was put back into service by the hospital immediately afterwards.

Event description:
An open reduction internal fixation (orif) of the hip was being performed on an osi fracture table. The table was fully functional before and during the surgery. At the completion of the case, the table would not lower into a safe position to transfer the patient onto her bed. The table was stuck in the highest position. All team members attempted to troubleshoot, but were unsuccessful at attempts to lower the table. Another or table was brought into the room in order to transfer the patient and lower for transfer to gurney. The failed table was removed from service.